Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.

Event description:
During set-up, the operator noticed a kink in the tubing between the cassette and platelet bag. The complaint has been communicated to (B)(4) authorities. Caridianbct is awaiting the return of the kit for evaluation. Patient information is not available at this time. This report is being filed due to the safety allegation.